Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and the ipg is pocking out. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was repositioned and placed deeper in the pocket to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.